Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seals is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure a leak was noted from the hemostasis valve of the sheath. The introducer was changed to resolve the issue. The procedure was completed with no adverse consequences to the patient.